Event description:
A baxter sales representative called baxter corporate product surveillance to report an unknown amount of extension sets from a nurse, which had the tubing collapse on itself as blood was being drawn. According to the nurse's report, the facility was using 500ml evacuated containers to draw blood through venous access. The facility used jelco catheters (18 x 1 3/4 gauge) and connected to other standard interlink catheter extension sets. They then connect that other extension set to the reported extension set using a lever-lock and clipped it into the interlink injection site. They use a 16 - 18 gauge needle at the distal end, to spike into the bottle. Reportedly the facility does not prime these sets, even though it is on the label copy to do so. The baxter service representative advised the facility to connect the set lever lock into the injection site and open the roller clamp slowly. Then let it fill with blood, and once it is filled, open the roller clamp all the way and allow unrestricted flow. These events occurred during patient use. There was no patient involvement, injury, or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated. If additional information becomes available, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4).